Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set clamp was defective the following information was received by the initial reporter with the following verbatim it was reported by the customer that he has not used the bd devices yet this week. Stated he does not like the bd pump tubing, stated the roller clamp is too stiff. He also stated the he has had the safety clamp break on the tubing when manipulating the clamp. He said this happened about a year ago at a different facility where he worked previously, there was no harm to the patient. Provided education on how to properly open/close the safety clamp on the tubing, responded that what they do happens quickly and they don't have time to mess with tubing.